Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the inserter does not close properly. The device was not able to able used to insert the nails due to slippage when attempting to use the inserter. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): a manufacturing evaluation was completed: titanium elastic nail inserter was received without visible signs of damage; looks new, unused. During the investigation, a functional test was performed by production staff according to relevant documents. It was also checked whether a clamped nail can be slip out of the inserter. A malfunction as described in the complaint could not be found. The final decision is, there are no deviations between a new part according to manufacturing specifications and the complained part.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.